Event description:
Manufacturer ref.#: 308210.

Manufacturer narrative:
It was reported that the ventilator's air gas module was contaminated with water which was attributed to a problem with the connected compressor. No device logs were received. It was later announced that the air gas module would not be returned for investigation. Moisture/water in supply gases into an air gas module can cause failure which might lead to a stop of ventilation or high pressures. Alarms will be generated. According to the user's manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. It has not been established how the water entered the ventilator/gas module. Because the air gas module would not be returned, the damage to it could not be estimated.

Event description:
It was reported that the ventilator's gas module was contaminated with water which was caused by the compressor that was used together with. The patient involvement is unknown. Manufacturer ref.#: (B)(4).